Manufacturer narrative:
Additional information: h6 and h11. H11: the actual devices were not available; however, three (3) photographs of the samples were provided for evaluation. The photographs were reviewed and showed the sponge (foam) is separated from the minicap on one of the units. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ¿sponge of iodine¿ of an unspecified quantity of minicaps were ¿loose¿. This was identified prior to use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.